Event description:
It was reported that patient presented remotely. The patient's right ventricular (rv) lead exhibited oversensing due to lead noise. No intervention was performed. Patient had no consequences.